Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 428 mg/dl, at the time of incidence. Customer had been high for the glucose level of range 400 mg/dl. Customer was treated with insulin pump and manual injection. Customer alleged that the insulin pump was under delivering. Customer reported that they were not using auto mode for insulin pump. The insulin pump and reservoir will not be returned for analysis.